Event description:
It was reported that the pump pushed all of the insulin out of the cartridge while the patient performed the ezprime steps.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas conducted a review of the device history record for this pump and confirmed that it was operating with required specifications at the time of release. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. In addition, the force sensor was found to be out of calibration.